Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead 3389s-40 stimloc dbs (lot # va180d9) and the stylet confirmed the allegation by showing that there was damage at the depth stop site of both devices, causing the issue. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a deep brain stimulation (dbs) lead implantation surgery on (B)(6) 2017, the resistance/impedance values were found to be too low; 0<(>&<)>1= 12ohms, 0<(>&<)>2= 12ohms, 0<(>&<)>3= 24ohms, 1 <(>&<)>2= 11ohms, 1<(>&<)>3= 23ohms, 2<(>&<)>3= 23ohms. A new lead was used to successfully complete the surgery. The patient's status is currently well. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.